Manufacturer narrative:
Submission of this report does not represent a conclusion or admission by vascular solutions zerusa limited that the content of this report is complete or accurate, that the device failed or malfunctioned in any manner or that the devices caused or contributed to a death. (B)(4).

Event description:
During a clinical procedure where the guardian ii nc hemostasis valve was used, the patient experienced chest pain (10 of 10 pain level).